Event description:
Caller reported a tandem mobi cartridge alarm, which caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value unknown but displayed as "high." The customer addressed the high blood glucose by administering a corrective injection via multiple daily injections without needing third-party assistance. Customer confirmed cartridge alarm 34 and successfully changed the cartridge, resuming insulin delivery afterwards.